Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the proximal common bile duct of a patient, on (B)(6) 2010, as part of the e7016 wallflex biliary fc benign stricture study clinical trial. According to the complainant, the patient had abdominal surgery on (B)(6) 2009. On (B)(6) 2010 a pre-study stent placement cholangiogram revealed a proximal biliary stricture. On (B)(6) 2010, the patient underwent biliary stent placement for the proximal biliary stricture. No symptoms were noted on the baseline biliary obstructive symptoms assessment, and no liver function tests were captured. A sphincterotomy was performed prior to this procedure and the stricture had been previously dilated with two plastic stents. A sphincterotomy was not performed during the study stent placement procedure. The previously placed plastic stents were removed prior to study stent placement. The 10 mm x 60 mm stent was deployed in a satisfactory position across the stricture. The patient was treated as an inpatient and was discharged on (B)(6) 2010. On (B)(6) 2011, three hundred and twenty two days post stent placement, the patient underwent per-protocol removal of their study stent. The pre-removal cholangiogram revealed a migrated study stent. The study site stated that there was difficulty during removal of the stent, though it was removed successfully. Partial stricture resolution was noted in the post-removal cholangiogram but did not require a re-intervention. There are no associated patient events noted and the patient was not hospitalized. Per the investigator's device causality assessment, the event was related to the study stent.

Manufacturer narrative:
E7016 wallflex biliary fc benign stricture. Reported issue of stent migrated component code 515 relates to problem code 1528 for the reported issue of stent difficulty removing. The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.